Event description:
Additional information received reported that the patient had not been scheduled for a revision.

Event description:
It was reported that a new battery was hooked up to the leads after they were wiped down with gauze. It was noted that the leads looked normal. The patient¿s leads which were placed in 2005 were checked in the new battery and all electrodes impedances read greater than 10,000. The patient reported absolutely no symptoms and was feeling well after surgery. At that time, the health care professional decided to leave the new implanted battery in place and planned to do a lead revision in several weeks. She had no stimulation as her leads were not working at the time. It was noted that as soon as the old ins was taken out, the leads no longer worked. It was further reported that the lead revision had not been scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3487a-56, lot# j0357313v, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: extension. Product ID: 7427, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 377775, lot# n0033896, implanted: (B)(6) 2005, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. (B)(4).